Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the one day post implant, the right ventricular (rv) lead exhibited high sensing integrity counter (sic) count and the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.